Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user has been reimplanted with a new device. As per device explant report form information, the symptom which led to an explantation was a device malfunction.

Event description:
The user has been reimplanted with a new device. As per device explant report form information, the symptom which led to an explantation was a device malfunction.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.